Event description:
It was reported that the patient was no longer experiencing voice alteration, so the physician checked the patient's vns device. The physician interrogated the device and received a high impedance warning. The patient stated that he had not felt the vns working for about a month, and his seizures became more intense and longer and were no longer aborted by the magnet. X-rays were performed, and the physician did not identify a lead fracture. The physician referred the patient for surgery to correct the high impedance. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery due to the high impedance. The explanted products were discarded, so no analysis could be performed.